Manufacturer narrative:
The biomedical engineer reported that the multigas unit was giving an gas overheat message and stated that the gas unit went down during night shift. They do not know if this was in patient use or found at set-up. No patient harm reported. Attempt #1 02/05/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded that patient use and patient information is unknown. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the multigas unit, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Attempt #1 02/05/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded that patient use and patient information is unknown but did not provide additional device information. Bedside monittor model: ni sn: ni additional information: the following is not regarding the the device information for the MDR itself, but to explain why this report was not late as the initial MDR was submitted on 03/05//21 at 07:15:54 pm pst pm per webtrader sent box. We also had written to the help desk about this at (B)(6). The MDR was filed on the due date of 03/05/21, but the acknowledgements did not arrive till 03/07/2021. Below are the acknowledgements from the initial submission with the time stamps that illustrate that the MDR was filed on time and not late. Messageid: <32066136.34.1615000553604@bh9c1g2> coreid: ci1615000555811.3799617@fdsuv08652_te2 datetime receipt generated: 03-05-2021, 22:16:30 "cdrh has received your submission" ack3: this submission has been sent to the production system and has been processed by the FDA. Please refer to the summary section below to determine if this submission has passed or failed. Ci1615000555811.3799617@fdsuv08652_te2 -20210305191321 sun mar 07 15:19:25 est 2021 0 1 form 3500a - icsr r2 passed submission summary environment: ack3: this submission has been sent to the production system and has been processed by the FDA. Please refer to the summary section below to determine if this submission has passed or failed. Submission type: form 3500a - icsr r2 core ID: ci1615000555811.3799617@fdsuv08652_te2 batch ID: -20210305191321 date entered: sun mar 07 15:19:25 est 2021 summary: passed: 1, failed: 0 report list: report number: 2080783-2021-00115, passed.

Event description:
The biomedical engineer reported that the multigas unit was giving an gas overheat message and stated that the gas unit went down during night shift. They do not know if this was in patient use or found at set-up. No patient harm reported.

Manufacturer narrative:
The biomedical engineer reported that the multigas unit was giving an gas overheat message and stated that the gas unit went down during night shift. They do not know if this was in patient use or found at set-up. No patient harm reported.

Event description:
The biomedical engineer reported that the multigas unit was giving an gas overheat message and stated that the gas unit went down during night shift. They do not know if this was in patient use or found at set-up. No patient harm reported.